Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient presented with coronary heart disease and three-vessel disease by angiography after thrombolysis for acute inferior myocardial infarction. The procedure was to treat a right coronary artery, with 95% stenosis in the mid segment and 80% stenosis in the opening of the second sharp branch. A hi-torque balance middleweight universal ii guide wire was advanced to the distal segment of the sharp branch. A 2.5x13mm non-abbott stent was implanted at 12 atmospheres in the rca and a 1.25x10mm unspecified balloon inflated at 4 atmospheres in the opening of the sharp edge branch. During removal of the guide wire resistance was felt in the sharp edge branch and tip polymer coating peeled off. It was noted that the coating remained in the anatomy. No new device was used as this was the end of the procedure. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties or patient effect. It was reported that the guide wire experienced resistance during removal, resulting in tip peeling. Factors that may contribute to difficulty removing the guide wire include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to remove. Additionally, it is possible that manipulation of the guide wire, when resistance was met, contributed to the reported peeled polymer. The separated portion of the polymer remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.